Event description:
Customer's mother called to report high blood glucose readings. The customer has been hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 350 mg/dl. Caller stated the cause of the hospitalization was bent cannulas. Diagnosed diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.